Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis and concluded that the detector had been dropped. The system was checked, and it was concluded that the detector has artifacts in the image because it was dropped. Thus, the detector shall be replaced to resolve the issue.

Event description:
It was reported that the detector was defective as an uncleaned image was taken. The device was in clinical use, and there was no harm to the patient or user. Additional information received confirmed that the detector was dropped by the user.